Event description:
Pt with inferior mi, receiving streptokinase. Bed sheet noted to be wet. On examination, lock had no needle and dose of streptokinase apparently leaked. Amount received by pt could not be determined. Pt was air lifted to major medical center. Outcome undetermined at this time.